Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6) h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, s. Aureus misidentified as s. Epidermides. No patient impact reported.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, s. Aureus misidentified as s. Epidermides. No patient impact reported.

Manufacturer narrative:
Investigation summary: "a results failure was reported on a phoenix m50 instrument. The customer reported that a s. Aureus was identified as s. Epidermidis. A field application specialist (fas) arrived onsite to assist the customer. The fas provided retraining to the laboratory staff over 3 days. After the training the atcc strain s. Aureus was retested and was identified as s. Epidermidis. There were no errors reported on the instrument. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information:b.6 relevant tests/laboratory data : manual biochemical tests